Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the animas insulin pump has a dim display issue. The patient reportedly was traveling to fresno and could not see the display in order to take bolus insulin. Her blood glucose was elevated to 300 mg/dl at the time of concern. The patient noted her blood glucose came down within target after she ate and was able to take bolus insulin. There were reported symptoms or required hcp medical intervention associated with the event. The patient felt that the subject pump did need to be replaced since she is able to read the display at certain locations and not others. The patient was instructed to discontinue pump therapy at the time of the call to animas and begin to use an alternative method of insulin delivery as prescribed by her hcp until the replacement pump arrives. Troubleshooting did not resolve the reported issue. The animas pump was replaced and requested back for investigation. This complaint is being reported due to the unresolved dim display issue. There was no evidence the patient suffered a serious injury at the time of concern.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/04/2013 with the following findings: during testing, the display screen was found to be faded/discolored. A test screen was inserted and functioned appropriately.